Manufacturer narrative:
The thermogard xp IV system with serial number (B)(4) was returned to zoll (B)(4) for evaluation. The customer's reported complaint was confirmed through review of the event log and during functional test. Upgraded the system labels and control display head to current firmware revisions and damaged parts were replaced; the system passed functional test, where no errors or anomalies were exhibited. The system functions as intended. The system failed the functional testing. The system displayed "factory configuration not complete "error message upon power up; thus confirming the reported complaint. After the software was upgraded and replaced all damaged parts observed during visual inspection; the system was functionally tested and calibration test were performed. The system passed functional tests and it verified that the system met all the manufacturing specifications. The system then underwent 5 day burn-in testing, where no errors or anomalies were exhibited. A review of the event log was performed and found several error messages to have occurred on the reported event date; thus confirming the reported complaint. A visual inspection was performed and found the front cover xp was broken, the seal rocker switch and pan drip were missing. In addition, glycol was spilled in pump raceway. The thermogard xp ivtm system is a reusable device and was manufactured on 10/14/2011. Therefore, these type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the system. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp IV system with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the demo thermogard xp system (s/n: (B)(4) displayed error message upon powering on. No patient involvement. No other information was provided.